Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event, it was observed, corrosion was noted on the connector contact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had poor connection. Upon inspection of the customer¿s returned device it was observed, poor connection was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified as the device was manufactured more than 15 years ago. As a result, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿connection failure (no image output)¿ occurred due to deposits on connector contacts since, the adhesion at the interface of the connector was confirmed upon investigation. Olympus will continue to monitor field performance for this device.